Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a damaged cable unit causing disconnection and poor water-tightness, a worn out coupler unit, a worn out button, and damage to the flexible circuit board that prevented switches from being pressed smoothly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during preparation for use, the camera head was not detected and had no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by a failure of the cable, also, the faulty cable was caused by water immersion of the cable. According to reviewing the instruction manual at the time of product shipment as to water immersion of the cable, the following description is found. It is determined that the phenomenon indicated can be prevented by this. Never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.